Event description:
Spiro came off tubing while preparing chemotherapy tubing - spinning spiros closed male luer, red cap ref (B)(4), lot 3130840, exp date 2020-10. Chemo clave is similar to the spiros closed male luer red cap with variation between groves but could possible to interchange chemo spiros with regular spiros closed male luer w/red cap and spiros closed male luer red cap.